Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the iodine "busted" in the kit.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The visual evaluation of the returned sample noted one touchless male urethral catheter kit with open original packaging. Iodine was noted to have penetrated the packaging and the contents within. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "open package of povidone-iodine swabs as directed." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iodine "busted" in the kit.